Manufacturer narrative:
(B)(4). (B)(6). Device not returned a manufacturing record evaluation was performed for the finished device lot number (B)(4) and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device return status/follow up? Note: information regarding this event that was reported under mw # 2210968-2020-09188 on (B)(6) will be reported under mw # additional events have been reported under mw# 2210968-2020-09870, 2210968-2020-09872, 2210968-2020-09873, 2210968-2020-09874, 2210968-2020-09875, 2210968-2020-09876.if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent breast surgery on an unknown date and suture was used. During the procedure, the suture broke mid strand. It was reported that the issue occurred while suturing deeper breast tissue under minimal tension. The physician reported she was not applying significant force to suture at the time of breakage. The case was completed with no patient consequences.